Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported to have occurred during the use of an unknown administration set. This occurred during patient infusion while using an unknown y-port set and an unknown infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.